Event description:
During a remote follow up, inappropriate atp was observed on the device. It was suspected the inappropriate atp was due to the programmed settings of the device. The device was reprogrammed to resolve the event. The patient was stable.